Event description:
Customer stated that the device overheated. No additional information was provided by the user facility.

Manufacturer narrative:
Device performance tests could not be performed since the device was unable to be activated. Visual inspection revealed the presence of corrosion in the rotor of the motor assembly.